Event description:
Per the clinic, the patient experienced an infection at the implant site. The abutment was removed (date not reported), and the patient was treated with antibiotics (type, date and duration not reported); however, the issue could not be resolved. The fixture was explanted (date not reported) and the patient was equipped with a baha attract system (date not reported).

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.